Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have not been able to get their stimulation to turn on for the past 3 days. Caller stated that on friday in the middle of the day, their implant battery just turned off even though the battery was not empty. Caller added that they tried resetting the controller, but that did not resolve the issue. Agent walked caller through checking their settings and caller confirmed that stimulation was on; group c outlined in green. Agent reviewed with caller that the only way that stimulation would turn off is by using the stimulation on/off button or if the implant battery got too low. Agent redirected caller to their healthcare provider to further address the issue if they continue to have issues with stimulation turning off.